Event description:
The clinic reported that a laser vision correction patient presented with persistant dry eye in the right eye more than in the left eye, post treatment, that is affecting daily activities. The patient complained about dryness in the eye and blurry near vision. There was no loss of best corrected visual acuity (bcva) reported. The patient was being treated with copious artificial tear gel and ointment, punctal plugs, and tobradex ointment. On (B)(6) 2014, it was stated that the condition was improving. The patient is reported to be sleeping with a humidifier in her room, using lotemaq both eyes every 2 hours, theratears both eyes every 1 hour, and tobradex ointment both eyes twice a day.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of the report - (B)(4) 2013. On (B)(6) 2014, it was stated that the condition was improving not on (B)(6) 2014. Placeholder.